Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator, device service required.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2012 and performed to specification up to the (B)(6) 2015. After the (B)(6) 2012 the device fails multiple self-tests due to an rtc error. On receipt the pad clock was failing to increment and an incorrect date and time was displayed. This would confirm the rtc error shown in the history log. The returned pedi-pak was inserted into the device. The device was manually power cycled performing a self-test. Throughout the power cycle no status led was visible. A "warning device service required" prompt was given at shut down and no status led was visible. The device was tested on calibrated equipment. The device delivered a test shock without fault. An acceptable measurement was recorded. The device was then disassembled for investigation. Investigation found the fault was due to a damaged coin cell resulting in no visible status led and a "device service required" prompt upon shut down. This would confirm the reported fault. Information from the history log suggests that the damage to the coin cell occurred on or after the last successful self-test on the (B)(6) 2015. This resulted in the absence of the status led's and would account for the nonsensical date and time displayed in the pad clock along with the multiple self-test fails recorded in the history log. The damage observed to both the upper case plastic and the significant damage to the pcba would indicate that the device had suffered a severe impact, therefore it is recommended that the device is scrapped.